Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Please see attached pdf with case report patient details. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿intermittent high impedance from the lead-device compatibility problem.¿ heart rhythm. 2019; 16(7):1107-1111. Doi:// 10.1016/j.hrthm.2019.01.026. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
A journal article was reviewed which contained information regarding this lead model. The article reported that there were five (5) case reports indicating ¿intermittent high impedance¿ from the lead/device compatibility. There were also reports of high thresholds, sensing, and ¿spikes¿ of elevated pacing lead impedance. One (1) patient experience ventricular tachycardia (vt), which was treated successfully. All patients had a chest x-ray (cxr) and lead fluoroscopy to aid in diagnosis. Patients were observed and closely followed; with the leads still in use. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.